Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to guide break, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion/removal. The separated sheath likely contributed to the reported device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a prostyle device using the pre-close technique via a 6f sheath hole prior to a extracorporeal membrane oxygenation (ECMO) interventional procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 19f sheath, and the ECMO procedure was completed. Reportedly post procedure, the knots of the two pre-placed prostyle sutures were successfully advanced; however, adequate hemostasis was not achieved of the large hole. The suture of an additional prostyle device was attempted to be used to close the hole. However, after deployment, when removing the device, resistance was felt, and the guide tube separated from the distal guide. The distal guide and sheath were left behind in the patient. A surgical cut down was performed to remove the separated portion of the device and to achieve hemostasis. It was also reported that nothing was left behind in the patient after the surgical cut down. A clinically significant delay was reported as a result of the surgical cut down. No additional information was provided.